Manufacturer narrative:
(B)(4).

Event description:
It was reported that this entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks. No additional adverse events were reported.